Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient fell asleep as she was tired due to lack of sleep. Her husband came into her room and found her unconsciousness and sweating. The patient regained consciousness and at that moment the cgm device was displaying a sensor error. A fingerstick was taken and the blood glucose reading was 38 mg/dl. The patient self-treated with eating ramen, a fried egg and drank 500 ml of a water solution. At the time of the report the patient was stable. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.